Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm pro 14 bag 700 case jpx was bent and broken. The following information was provided by the initial reporter: bent and broken needles were found.